Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the l5 drg lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient took up a new exercise routine following which the patient's l5 drg lead is auto reducing. Diagnostics indicated high impedances on all the contacts of the lead. As a result, surgical intervention may take place at a later date to address the issue.